Manufacturer narrative:
Date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - (B)(6). Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device packaging was checked, and with correct product opening and correct product handling. When retracting the system (anchor to the vessel wall), bleeding occurred despite a correct advancement of the green tube. Hemostasis was not achieved, despite a prolonged holding of the green tube; up to 30 seconds. The customer removed the tube, and the fiber was cut off, followed by manual compression and a femostop. A pressure bandage was applied for 4 - 6 hours. The procedure performed was a percutaneous transluminal coronary angioplasty. The procedural sheath used was a 6fr. It was a right femoral artery puncture. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. A pre-deployment angiogram was not performed. Bleeding occurred out of the procedure room. The patient was reported to be in stable condition. The patient was hospitalized due to the event. Blood loss was reported to be less than 250cc. The facility used the guide wire inside the angio-seal package; however there were no other devices or equipment being used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.